Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported the lead experienced a sudden rise in threshold. The lead was explanted and replaced. No patient complications were reported as a result of this event.